Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What is meant by ¿abnormal adherence of staples in tissue¿? Was the abnormal adherence identified intraoperatively or post-operatively? Was buttressing material used? What color cartridges were used throughout procedure? What stapling device was used with these cartridges? Does the surgeon routinely wait 15 seconds prior to firing? Were any difficulties experienced with device intraoperatively? Was a leak test performed? Please confirm additional procedure was performed to address abscess. What is the current status of the patient? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was an abnormal adherence of the staples on the tissue. Firstly, the surgeon changed the reloads with another lot. No immediate post-op consequence. Secondly, the patient had pain and a hyperthermia (38,5°c). Recovery in operating room 5 days later for an abscess in the stomach.

Manufacturer narrative:
(B)(4). Date sent: 9/14/2020. D4: batch # t5dk6n. Investigation summary : the analysis results showed that fourteen gst60b reloads were received sterile and with no apparent damage. From the returned reload 13 were opened and tested with a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The event described could not be confirmed as the 13 reloads performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.